Event description:
A foley catheter was inserted into a pt in labor and delivery and it start to leak at the inflation valve.

Manufacturer narrative:
It was reported that after the foley was inserted in labor and delivery, the inflation valve was found to be leaking. Minimal details were provided regarding the incident. The contact did not know if the catheter was removed or replaced as a result of this incident. It is not known if the leaking resulted in the balloon deflating. If it did, the catheter could have fallen out. The facility confirmed that no pt injury resulted. No sample was returned for evaluation. We have not confirmed the issue or identified a root cause.